Event description:
Both ECG [electrocardiogram] and iabp [intra-aortic balloon pump] fiber optic bp [blood pressure] waveforms were absent on iabp console screen. Numerical hr [heart rate] and bp values were present. Iabp still inflating and deflating with helium, as well as graphics on screen still active. Teleflex support line recommended changing ECG cable, which did not resolve issue. Upon pressing alarm history button (per teleflex instruction) the entire screen froze with no visible graphics. Graphics reset was attempted by pressing the "freeze screen" button for 6 seconds. Attempt was unsuccessful. Ultimately ended up switching to a backup console. Manufacturer response for intra aortic balloon pump, ac3 optimus (per site reporter). Teleflex field engineer will be on-site this week to evaluate the device and provide report on findings.